Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had air bubbles in the reservoir of the size 0.1 cm. The customer's blood glucose level was unknown at the time of the incident. It was reported that the air bubbles occurred after 48 hours. High pressure test was not possible as there was fluid in the insulin pump. The reservoir will not be returned for analysis.